Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The patient replaced supplies as necessary and resumed insulin therapy and delivered bolus successfully. No further information available.